Manufacturer narrative:
Updated fields: b4, d9, g1(contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) reported that after powering on the device it displayed a message indicating automatic inflation had failed. Inspection of valve assembly revealed a leak and required replacement. After replacing helium fill manifold assy (d104-00-0014) the device functions normally and has been delivered to the customer.

Manufacturer narrative:
Due to character limit in block e1 full event site address is no. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during repair work on the cardiosave intra-aortic balloon pump (iabp) that the device failed to initiate automatic inflation upon startup. The engineer inspected the unit and identified a fault in the inflation valve group. No patient involvement, and no injuries reported.

Event description:
N.a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h6, h11. The failure analysis and testing dept. Received part with a reported unit failure of the automatic inflation. The fat performed a visual inspection and found the part to be in good condition. However, the part was returned without the full helium reservoir assembly. Fat cannot test the part without the whole assembly. Root cause will be impossible to define. Retaining the part in the failure analysis and testing department per procedure a getinge field service engineer (fse) stated that equipment displayed an automatic inflation failure message after startup. Inspection of the valve assembly revealed a leak in the inflation valve assembly, requiring replacement. After replacing the helium fill manifold assembly, the equipment functioned normally and has been delivered to the customer.